Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Additionally, the customer was using lyumjev insulin with the pump. The customer was educated on the proper load techniques. Customer changed pump supplies to resolve the issue. There was no adverse impact to customer¿s blood glucose level.